Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code appeared again.